Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a critical pump error alarm. Customer's blood glucose was 4.0 mmol/l. It was reported that display screen showed an open book icon. It was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump received with critical pump error and broken force sensor was present in the format history file due to corrosion on force sensor assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. Device received with partial white display on top right corner of lcd due to corrosion on all electronic assemblies. Device received with scratched casing, minor scratches on lcd window, dents on display window cover, cracked select button on keypad overlay, damaged keypad overlay texture, pillowing keypad overlay, cracked case on battery tube area, peeling end cap address label, moisture damage on motor home switch and slight corrosion in battery tube.